Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 310.630, synthes lot: pe04025, supplier lot: pe04025, release to warehouse date: june 06, 2019, supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the complaint devices 5.0 cannulated drill bit was returned to customer quality (cq) west chester for investigation. During visual inspection, no issues were identified on the drill bit. Functional test: a functional test to evaluate the will not cut condition could not be performed. Dimensional inspection: according to the drawing: dimension of the cannulated drill tip: measured dimension, conforming document/specification review: based on the date of manufacture, the current and manufactured version of drawing were reviewed. Complaint confirmed: the complaint condition cannot be confirmed during physical device investigation. Conclusion: the returned drill bit had no issue, hence the complaint was not confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the drill bit was dull. There was no surgical dealy. The surgery was completed successfully. This report involves one (1) 5.0mm cannulated drill bit large qc/300mm. This is report 1 of 1 for (B)(4).